Event description:
Noise was seen on both leads. The decision was made to extract and replace with new leads. Both leads were cut, stretched, and discarded by the hospital staff. The extracted leads will not be returned. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment and no further information is expected. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Additional report of fracture was received on this lead. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment and no further information is expected. The file is closed. The investigation will be re-opened should additional data become available.